Event description:
It was reported that during a surgical procedure at the user facility that the device was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the device was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device overheating was not duplicated during the manufacturer's device evaluation; however, the manufacturer service technician found that the motor assembly was corroded. The presence of a corroded motor assembly may cause or contribute to the reported event. The motor assembly was replaced before it was returned.